Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reports she forgot to charge and went down to nothing. Pt states if she keeps fiddling with it will work a little bit but will than see a code and kicks her out. Pt was not aware of what code she was seeing. Pt states she's having issues charging and not sure when this all began. Agent advised to reset equipment and pt was able to charge and was seeing excellent. Pt will call back if she has further issues and was charging seeing excellent. Pt mentioned her implant moves around but doesn't hurt or anything however noticed at times moves around. Pt states had so many surgeries during that time and cannot keep up with anything. 2024-12-10 rtg0711663: no new information.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.